Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018 during the threshold test the device lost v capture at 4,5v@0,5 ms and the device was programmed on 4,5v@1ms. On (B)(6) 2018 the threshold was 2,75v@1ms and the device remained programmed at 4,5v@1ms. Following the previous follow-ups it was verified a gradual increase of impedance in rv lead. Preliminary review of the available patient files showed a lead/connection issue.

Event description:
On (B)(6) 2018 during the threshold test the device lost v capture at 4,5v 0,5 ms and the device was programmed on 4,5v 1ms. On the (B)(6) 2018 the threshold was 2,75v 1ms and the device remained programmed at 4,5v 1ms. Following the previous follow-ups it was verified a gradual increase of impedance in rv lead. Preliminary review of the available patient files showed a lead/connection issue. However, a lead placement issue is more likely.

Manufacturer narrative:
It should be noted that appropriate lead connection procedure is indicated in the physician's manual.

Event description:
On (B)(6) 2018 during the threshold test the device lost v capture at 4,5v@0,5 ms and the device was programmed on 4,5v@1ms. On the (B)(6) 2018 the threshold was 2,75v@1ms and the device remained programmed at 4,5v@1ms. Following the previous follow-ups it was verified a gradual increase of impedance in rv lead. Preliminary review of the available patient files showed a lead/connection issue. However, a lead placement issue is more likely.